Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. It was confirmed that patient had a el3b with 44% dilation of the main body stent and an aneurysm enlargement. The stent fracture of the main body with separation was refuted. There were no fractures or separation observed. Additional events were noted in the report. On (B)(6) 2013 (at index procedure): the rcfa and reia was performed with a planned rcfa endarterectomy and patch angioplasty. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft material was related to the strata graft material. Calcifications of the abdominal aorta and decreased overlap of the suprarenal cuff may have contributed to the event. Associated clinical harms for this event included: type iiib endoleak and aneurysm enlargement. Procedure related harms from the index procedure included: dissection. The final patient disposition was reported as stable pending secondary intervention. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. In addition, the review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up showed the patient had aneurysm sac growth and a type 3b endoleak. It was reported the bifurcated device was separated from itself indicating a possible stent fracture. The physician is planning and intervention. To date the patient has not been scheduled for a secondary procedure. The patient is reported to be asymptomatic and in stable condition. There have been no additional adverse events reported for this patient.